Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to the device not performing as expected. A revision surgery was performed, it was found that the cuff was not coaptating the urethra, and the pump was felt empty. In addition, the balloon did not have saline solution left which indicated fluid leakage; however, the source was not determined. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence due to the device not performing as expected. A revision surgery was performed, it was found that the cuff was not coaptating the urethra, and the pump was empty. In addition, the balloon did not have saline solution left which indicated fluid leakage; however, the source was not determined. The device was explanted and replaced. No additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. The balloon was visually inspected, leak and functionally tested. No damage or abnormalities were noted during visual examination, and no leaks were identified. However, the balloon did not pass functional evaluation. The pump was visually inspected, leak and functionally tested. Its kink resistant tubing (krt) presented a hole and a leak consistent with sharp instrument damage, but the pump passed all testing. Based on the information available and analysis results, the balloon not passing functional examination could have caused or contributed to the reported clinical observations. The reported patient symptom of urinary incontinence is a known risk associated with implant of these devices as indicated in the instructions for use (IFU).